Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 50% to 10% and then back up to 30%. Blood glucose level was around 200 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.